Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information received: the procedure that preceded vessel closure was a peripheral intervention.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after an interventional procedure. Reportedly, the delivery tube split the sheath during the third stage of deployment in an abnormal way making the device unusable and undeployable. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Device analysis confirmed the reported sheath splitting issue. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar sheath splitting issue incidents reported for this lot. Based on the investigation there is no indication of a product deficiency.